Event description:
The graft was placed as a blalock-taussing shunt in a child with progressive desaturation in systemic circulation. Initially following implant, the child did well; however, as time progressed, signs of desaturation were noted. Approx 11 months post-operatively, the shunt thrombosed, leading to re-operation to remove the shunt and restore blood flow. The graft was returned for examination.